Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter attached to the needle tip in an unopened package. There was no report of injury or medical intervention.

Manufacturer narrative:
Our quality engineer inspected the sample provided. One unused iag/bc 18ga unit in an opened package from the lot number 7019701 was received for investigation. All components were present and together. A device history record review showed no non-conformances associated with this issue during the production of this batch. The visual/microscopic examination showed there was silicone lube on the bevel of the needle. The silicone lubrication is applied to the cannula/catheter assembly to minimize the insertion and threading forces during usage. Root cause is determined to be a manufacturing process issue. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.